Event description:
Indwelling foley catheter with bladder temp thermistor was placed in or for temp recording at approx 0900. At approx 1420 hrs, monitor alarmed for "temp out of range". At this time, the catheter was found to be curled at its distal end. "Fried noodle" is description from caregiver. There was no adverse outcome to the pt. The distal end was several inches from the pt.